Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 541 mg/dl. Customer addressed bg level via correction bolus via pump. The customer reverted to an alternate method of insulin therapy.